Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo evaluation summary: seven pictures were provided. Picture one shows the tip of a device. No staples are noted in the device. Picture two, three, four, five and seven shows the half anvil washer. The washer can be seen damaged. Picture six shows the casing half washer. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: what were the indications for surgery? The device was used for laparoscopic surgery of left hemicolectomy for malignant neoplasia and for the transanal mechanical colonic-rectal anastomosis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the distal bowel transection completed before the anastomosis? Were any surgical clips used on proximal or distal transverse staple lines? What purse string technique was utilized? Was the device difficult to close? Was the device difficult to fire? Were any unusual noises heard during the firing? What healthcare professional fired the device and what is his/her experience with the device? Can you please clarify what was meant by, ¿intact surgical rhymes¿? Were any staple formation issues identified? What was the staple form and location in relation to the gouged area of the washer (white plastic ring)? How long was the procedure prolonged? Was the ileostomy planned or done due to the issues experienced with the device? Is the ileostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during a colon resection, after the anastomosis , an anastomotic fistula "wad" observed in the hydropneumatic test, despite evidence of intact surgical rhymes. Machine was controlled with detection of detachment of one of its components (white plastic ring with an infraction of the edge). This required the prolongation of the intervention: laparoscopic suture of the anastomotic fistula, packaging of lateral ileostomy of protection and endoscopic control. Laparotomic conversion was not necessary.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58g44. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was cut and with a cut off-center and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: how was the distal bowel transection completed before the anastomosis? It was completed using a linear stapler (as we always use to do and as described in "knight-griffen" technique). Were any surgical clips used on proximal or distal transverse staple lines? No, they weren't. What purse string technique was utilized? The proximal (colonic) stump was closed around the head of the stapler with a nylon purse string performed with auxilium of a rake (as we usually do). Was the device difficult to close? No difficulty was observed during the closing of the device. Were any staple formation issues identified? The hydropneumatic test revealed a defect in the anastomosis, it had a lack of continuity for about 1 cm. How long was the procedure prolonged?the procedure was prolonged at least one hour - one hour and half. Was the ileostomy planned or done due to the issues experienced with the device? The ileostomy was not planned, it was due to the issues experienced with the device . Is the ileostomy temporary or permanent? It is a temporary ileostomy.